Event description:
It was reported that a patient had a linx implant in (B)(6) of 2013. All went well and the patient was off all ppi for five weeks then reflux returned so back on ppis. Gradually the patient was able to get off ppis again. By (B)(6) 2014 all was really well on no meds. A big success. Then the patient fell ill with back problems (B)(6) 2014 and was put on lots of new meds but it was when the patient had been prescribed gabapentin 200mg that the reflux returned. Just as before, reflux after food and in early mornings. The general doctor tried to get the patient back on strong ppi but no go as the patient cannot tolerate them now.

Manufacturer narrative:
(B)(4). Exact implant date is unknown. Implant was performed in (B)(6) 2013. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have the linx product code? Do you have the lot number and serial number (if applicable)? Have you had any diagnostic testing done to address the symptoms you experienced while the device was implanted? If yes, what diagnostic testing were completed? Can you share the results of the diagnostic tests? Do you have an autoimmune disease? Are you currently taking steroids / immunization drugs?. What are the next steps when it comes to the patients care? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 7/5/2022. Additional information was requested, and the following was obtained: do you have the linx product code? Do you have the lot number and serial number (if applicable)? Have you had any diagnostic testing done to address the symptoms you experienced while the device was implanted? If yes, what diagnostic testing were completed? Can you share the results of the diagnostic tests? Do you have an autoimmune disease? Are you currently taking steroids / immunization drugs?. What are the next steps when it comes to the patients care? Answer = patient confirmed that she has no issues with the linx deice and mentioned she would highly recommend the implant to other patients. She appreciated the call and had no further questions.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2022 g3 and report submission due date.